Event description:
It was reported that patient underwent an explant procedure due to unknown reason.

Manufacturer narrative:
Exact date unknown, event date used was the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch:7031342/5042283.